Event description:
It was reported that the patient with this pacemaker device displayed a red call doctor icon on the communicator. Subsequently, troubleshooting was performed, and the communicator was power cycled, however the issue was not resolved. This device remains in service. No adverse patient effects were reported.